Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the connection with reservoir had leak and air bubble. The customer's blood glucose value was 118 mg/dl. Customer reported reservoir was discarded. Customer stated the location of the leak was at the snap cap. Customer was unsure if leak was past 1st or 2nd o ring. It was stated leak could be an air bubble in the reservoir that was expanding during filling. Customer stated there was an air bubble in the reservoir. The reservoir will not be returned for analysis.